Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified: brown particles, extended opening, and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved striated opening on anterior side assessed as surgical damage, an extended sharp opening on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification) and in the same opening was observed striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Curved striated openings assessed as surgical damage.

Event description:
Physician reported an intra capsular rupture of the left device. The device has been explanted and replaced.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported an intra capsular rupture of the left device. The device has been explanted and replaced.